Manufacturer narrative:
Customer states the 04/15 file broke. The broken file was not returned; only extras in the package. Complaint analysis for the last 12 months indicates this is the only complaint for this part number. Both batch records were reviewed for each file manufacturing. There were no issues identified that indicate a manufacturing defect was present. Root cause: the broken file was not returned; only the extra files in the kit. A review of the batch records confirms the files met all specification requirements. The following may be a potential root cause of the file breaking: file is used multiple times, file not heat treated properly to required specifications, excessive force applied by the user. 4) user chose the wrong size file.

Event description:
Initial information provided 01/07/2020: "doctor purchased hyflex cm files. A 04/15 file broke." Additional information provided by the dental office on 03/23/2020: how was file being used when it broke? In rotary handpiece. Did it break in the patient's mouth/tooth? Yes, in the tooth. Was there any injury? No. Was the file able to be retrieved? No. Did the removal require surgical intervention? No.